Event description:
During the index procedure, the endeavor sprint drug eluting stent was implanted in the lad.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Event description:
Patient received an endeavor sprint rx during index procedure. However it was reported that the patient suffered an mi some time post procedure. It is unknown if it was related to the target vessel. The investigator assessed that the event was possibly related to the study device. The patient recovered. No other clinical sequelae were reported.